Manufacturer narrative:
The test strips were requested for investigation. The test strips were returned for investigation and tested with a retention meter and retention controls. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1 ¿ 44, 46, and 45 mg/dl. Level 2 ¿ 301, 296, and 305 mg/dl. All returned results are within the acceptable range. No information was provided in the complaint that would point to a cause for the result discrepancy. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested with accu-chek inform ii meter serial number (B)(4) compared to the laboratory. The patient had been tested in the ambulance with an unspecified meter and the patient had a low glucose result. The exact result was not provided. The result was low enough that the patient was treated with glucose prior to arriving at the emergency department. Upon arrival at the emergency department, the patient was tested on the meter at 6:04 p.m. With a result of < 10 mg/dl. The patient was tested on the meter at 6:15 p.m. With a result of 43 mg/dl. At an unknown time, the patient was treated with an unspecified dosage of glucose. The patient was drawn for the lab at 6:19 p.m. And the lab result was 557 mg/dl. The patient was tested on the meter at 6:31 p.m. With a result of 13 mg/dl. The patient was tested on the meter at 6:59 p.m. With a result of 30 mg/dl. The patient was drawn for the lab at 7:00 p.m. And the lab result was 664 mg/dl. The patient was tested on the meter at 9:12 p.m. With a result of 398 mg/dl. The patient was drawn for the lab at 9:12 p.m. And the lab result was 401 mg/dl. All the meter tests were from fingersticks.